Manufacturer narrative:
(B)(6). The device evaluation was completed on 12-aug-2021. According to pictures provided by customer, foreign material was observed in the pebax, no external damage observed. Evidence of force issue was not provided by the customer. Customer complaint was confirmed based on the picture received. Visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. The force sensor test was performed, in accordance with biosense webster inc. (Bwi) procedures. No errors were found during the test. The force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax could cause the force sensor issue. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. A manufacturing record evaluation was performed for the finished device [30506027l] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed reddish material and a hole in the pebax, internal parts are exposed. Initially, it was reported that during the procedure, force values were observed to be inconsistent. Despite several resets, incorrect direction and contact value were observed. The surgery was delayed for about 10 minutes. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. At the time of reporting, it was confirmed that the catheter pebax was not physically damaged. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Based on the photos provided, foreign material was observed in the pebax and no external damage. This was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and damage was observed in the pebax. The pebax was broken leaving some internal components of the tip exposed. Also, reddish material was found inside. This was assessed as MDR reportable. The awareness date for this reportable lab finding is 12-aug-2021.